Event description:
The customer reported to philips healthcare that the heartstart xl failed to "get on"/power up. There was no pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is completed.